Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the sureform 60 stapler instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi clinical development engineer (cde) reviewed a photo provided by the customer. Per the cde, the image shows patient tissue being visualized through a wound retractor. There appears to be a previously placed staple line within the tissue. An isi failure analysis engineer (fae) reviewed the stapler logs and noted the following: a sureform 60 stapler instrument (part #480460-09, lot #l92220216-0261) was installed three times and fired three reloads (blue, green, blue, in that order). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. No stapler related errors were observed within the data received. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right colectomy procedure, the patient experienced a post-operative leak allegedly associated with the use of a sureform 60 stapler instrument and a blue sureform 60 stapler reload. As a result, the patient was returned to the or. The cause of the post-operative complication is unknown. It is also unknown what medical/surgical intervention was rendered due to the post-operative complication.

Event description:
It was reported that four days after a da vinci-assisted right hemicolectomy procedure, the patient returned to the operating room (or) due to an unspecified leak which was associated with the use of a sureform 60 stapler instrument and blue sureform 60 reload. No further clinical information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Corrected information can be found in sections h7 and h9.

Event description:
Refer to h10/h11 for follow-up information.